Event description:
On 10/25/1999, the facility's materials manager informed the manufacturer's (MFR.) Representative of the following: when the device was opened for the procedure, the angled ruber needle and introducer were noted missing. Another device was obtained for the procedure. No further details were provided.